Event description:
User reports a leak coming from the back side and under the analyzer into the walkway. No pts affected and analyzer is not running at this time. Operator was not harmed.

Manufacturer narrative:
The field service representative determined the cause to be a crack in mounting flange of holding tank of new cooling unit installed in 2009, and ordered/installed second new cooling unit installed in the same day, and ordered/installed second new cooling unit. He performed mechanism checks to verify no further leaks and proper cooling unit operation. Calibration and controls were run to verify analyzer performance.